Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified, and the phenomenon was not confirmed. The on-site service engineer, without knowledge of the event, reported that everything was working properly. Therefore, it was determined that the event likely occurred due to the influence of procedures and operations. The device was repaired onsite and was not returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating the date of the procedure was (B)(6) 2022; there was no extension of the procedure and no serious injury or patient harm involved.

Manufacturer narrative:
The device has not been received to date. However, a field service engineer was on site and repaired the device. The fse ran several tests with cold light cables and the device was operative. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, on the video system center the light does not turn on. There were no reports of patient harm associated with this event.